Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that log file data was received by the manufacturer and revealed power switching during the manufacturer¿s analysis. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed momentary disconnections between a controller and the battery. An internal investigation is evaluating momentary disconnections. If information is provided in the future, a supplemental report will be issued.